Event description:
It was reported that patient underwent elbow arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2013 due to a locking screw from the medial humeral condyle bearing backing out. The poly was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-00547-1 & 00892).